Manufacturer narrative:
(B)(4). Customer uses the pro5 product primarily. This MDR is submitted based upon a retrospective review of complaint reports from 2007-2008 in light of revised itc MDR evaluation procedures. Method: no product returned from user facility. Results: customer complaint could not be confirmed. Method: no conclusion can be drawn.

Event description:
Report is for pt 1 of 3: the 1.9 inr with protime sys with 3 channel cuvette lot vs 1.9 inr with 5 channel cuvette log. Pt therapeutic inr range not reported. No report of adverse event, serious injury, or interventions.